Event description:
Type of procedure: gastric sleeves. Event description: additional information received from applied medical representative via email on 27may25: spoke with the client about this cer [complaint], there were 3 clip appliers which didn¿t work well. Additional information received from applied medical representative via email on 13jun25: no clips come out of the stapler. Trigger was smooth as always, just no clips. Initially clip was loaded into the jaws, then no. Patient status: no patient injury indicated. Intervention: device replacement.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Component inspection was performed where multiple large burrs were observed on the ratchet. Damage was observed on the trigger nub and the feeder lever. Based on the condition of the returned unit, it is likely that the reported event was caused by excessive internal component friction and force while actuating the unit, caused by the large burrs on the ratchet, which can result in dry fires. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Manufacturer narrative:
Corrections to h6. Investigation findings and investigation conclusions. The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of clips not loading into the jaws. Additionally, excessive lubrication was observed in the internal components. Based on the condition of the returned unit, it is possible that the reported event was caused by rapid actuation of the device by the user in combination with excess lubrication inside the device. The instructions for use (IFU) states ¿do not attempt to rapidly fire clips. Completely release the trigger after firing. A partial release of the trigger may disrupt the clip feeding sequence and cause clip malformation which may lead to bleeding and/or leakage.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Type of procedure: gastric sleeves. Event description: additional information received from applied medical representative via email on 27may2025: spoke with the client about this cer [complaint], there were 3 clip appliers which didn¿t work well. Additional information received from applied medical representative via email on 13jun2025: no clips come out of the stapler. Trigger was smooth as always, just no clips. Initially clip was loaded into the jaws, then no. Patient status: no patient injury indicated. Intervention: device replacement.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: gastric sleeves. Event description: additional information received from applied medical representative via email on 27may2025: spoke with the client about this cer [complaint], there were 3 clip appliers which didn¿t work well. Additional information received from applied medical representative via email on 13jun2025: no clips come out of the stapler. Trigger was smooth as always, just no clips. Initially clip was loaded into the jaws, then no. Patient status: no patient injury indicated. Intervention: device replacement.